Event description:
It was reported that the system 9800 had intermittent problems with very slow or incomplete boot up. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Isolated problem to defective sbc pcb. Replaced sbc pcb. Checked system for proper operation. Functioned as intended.